Event description:
As reported: "screwdriver tip broke while inserting glenosphere"

Manufacturer narrative:
Please note the corrections to d4 lot # and d4 gtin. The reported event could be confirmed since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following the received device shows signs of breakage as evident by appearance. The breakage is concentrated at the drive end. The transverse fracture pattern exhibits that the hexagonal screwdriver was subjected to non-axial application of regular higher torque leading to torsional forces, that leads to excessive stress on the drive ends, which goes past its yield point, and ultimately leads to breakage. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance to the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on investigation the root cause was attributed to user related issue. The failure was caused due to an application of non-axial torsional load. If any further information is provided the complaint report will be updated.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "screwdriver tip broke while inserting glenosphere".